Manufacturer narrative:
The company rep observed that the ECG cable lead wires were damaged. He was unable to obtain an ECG signal with the customer's cable. He found that the iabp was operating to factory specifications. Replaced the ECG cable lead wires ((B)(4)). The iabp was tested once again to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp did not work. The iabp was replaced and therapy was initiated. No patient injury was reported.